Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure for the thoraco/esophagus, at the first firing, the surgeon clamped the tissue (with the device) and performed firing operation, but the device was unable to fire. A new device was used to complete the case. There was no patient injury.